Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was inserted and inflated. After 20-30 seconds the balloon burst at 11 atm. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon was inserted and inflated. After 20-30 seconds the balloon burst at 11 atm. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found a burst. Functional and microscopic inspection confirms a burst. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst can be confirmed. The results of the analysis performed on the returned device found that the burst in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.